Event description:
It was reported that the 2600 system had a saturation fault error message during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The regulator board, x-ray tube, high voltage tank, and batteries were replaced during the service call.